Event description:
Information on this report is provided by (B)(4) sales representative to the (B)(4) services on (B)(6) 2015. The initial reporter is the office manager and the patient who informed the sales representative that she experienced injection site numbing with the perlane l injection. The reporter received perlane l 1ml injection around her mouth about two weeks ago and event two weeks later, she is still experiencing numbing at the injection site. The sales representative stated that the reporter was very hesitant in providing information on the adverse event. The sales representative did not have additional information. On (B)(6) 2015, the (B)(4) medical services contacted the reporter via phone and obtained the following information: the reporter stated that she received the injection on (B)(6) 2015 and since then the area around her mouth has been numb with a little tingling on the lips. The reporter stated that as of (B)(6) 2015, she is feeling numbness in her nose, teeth, under the eye, little bit in the throat and scalp. The reporter stated that she works for the physician who injected her with perlane l and the physician plans to start her on high dose steroid on (B)(6) 2015. The reporter stated that she received perlane l about a year ago as well but didn't have any side effects. The reporter stated that she does not have other health conditions. No additional information was available.

Manufacturer narrative:
A causal relation between the events and the treatment cannot be excluded. None of these symptoms are product related, they are injection procedure related. The symptoms are probably related to trauma to nerves. The expansion of numbness from the injection site to other areas is not addressed in the label. The event, injection site numbness, is already addressed in the label. No corrective action will be initiated at this stage. Expanding numbness to other areas will be monitored. A batch record review will not be initiated at this point. A trend analysis shows that there are no increased trends of medical complaint for the reported lot number 12237-2. Implant site hypoaesthesia, pharyngeal hypoaesthesia, hypoaesthesia. (B)(4). Device not returned to manufacturer.